Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for trochanteric fracture. When the surgeon inserted the tfna blade, the bones left from each other and the reduction was lost. Second time inserted the blade, but the problem recurred. Then surgeon drilled a pilot hole, but the problem didn¿t improve. Then surgeon used a tfna screw instead. Even though the surgeon inserted 2wires for prevention of rotation, the bone head rotated. The surgery delayed less than 30 minutes and completed successfully. The patient outcome was unknown. Concomitant devices reported: unknown wire (part# unknown, lot# unknown, quantity 2). Unknown drill bit (part# unknown, lot# unknown, quantity 1). Unknown tfna screw (part# unknown, lot# unknown, quantity 1). This is report 01 of 01 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/functional . Visual inspection: the implant was received at cq and the device appears to be in good shape, there is no evidence of damage that impacts functionality. There is no obvious visible damage that would suggest the device is inoperable. Functional test: a functional test was not performed as the mating implants were not returned in order to do a proper test. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: the overall complaint was not confirmed as functional testing could not be truly conducted as no relevant mating devices were returned. There was no visible damage that would impact functionality. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Manufacturing location: elmira / packaged, sterilized and released by: monument release to warehouse date: sep 06, 2019, expiration date: aug 01, 2029, part number: 04.038.280s, tfna helical blade 80mm -sterile, lot number: 15l6231 (sterile), lot quantity: 48 . Note: helical blade was manufactured by elmira; lot number 13l6259. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16592 supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review . 1-feb-2020: DHR reviewed . This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.